Event description:
It was reported that this implantable pacemaker was attempted implant due to difficulty getting the right atrial (ra) lead into the header. The physician performed several attempts; however, they were not successful. Subsequently a new device was successfully implanted. No additional adverse patient effects were reported. This device is returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Visual inspection found no anomalies. Analysis did not identify any device characteristics that would have caused or contributed the reported clinical observations.

Event description:
It was reported that this implantable pacemaker was attempted implant due to difficulty getting the right atrial (ra) lead into the header. The physician performed several attempts; however, they were not successful. Subsequently a new device was successfully implanted. No additional adverse patient effects were reported. This device is returned for analysis.